Manufacturer narrative:
B3: event date is date valid section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2014, brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said in 2020, their healthcare provider replaced the implanted battery and sent them home, however at the follow up, doctor told patient they wanted to remove the device but couldn't get ahold of any family members to see if they should remove the implant (even though patient said no one got a call and their family was in the waiting room). Agent attempted to have patient clarify the comment further and patient was giving confusing information but said there were 2 lines that were not intact and the healthcare provider said they didn't have enough lines or room to replace the lines so doctor left the lines implanted and just replaced the battery. Agent asked to clarify again and patient said they still have 2 leads in there that aren't attached. Patient then said 6 months after implant, the battery died and wouldn't charge anymore and patient hadn't used the device since. Patient said now they needed to figure out how to get the implanted components out of their back so they could get an MRI to get their knee replaced, as the healthcare providers wouldn't do an MRI with the stimulator the way it is. Agent redirected patient to healthcare provider to discuss next steps and emailed physician listings to patient.